Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert was triggered for superior vena cava (svc) impedance greater than 200ohms. Prior to 11apr the svc trend was 50ohms. The can to svc electrogram has some noise on it which was noted as "probably muscle noise". The company's technical services consultant discussed testing for lead fracture. Pocket manipulation and isometrics while doing impedance measurements showed no change. The clinician is planning to revise the lead. Records indicate the lead is still in use. No patient complications were reported as a result of this event.